Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) female with a pre-support clinical condition consistent with scai shock stage c underwent an aortic valvuloplasty with impella rp flex support via percutaneous right internal jugular venous access. At the conclusion of the procedure, the patient was noted to have a hematoma at the right internal jugular access site. The physician was notified, and manual pressure was applied with reported resolution of the hematoma. The patient was subsequently transferred to the ICU on bipella support. The impella rp flex was implanted on (B)(6) 2026 at approximately 14:45 and remained in place until explant at approximately 23:00. The patient expired while on support on. Device involvement and performance could not be determined from the available information. Based on the information provided, this report involves a patient death that occurred while on impella rp flex support; however, there is insufficient information at this time to establish a definitive device malfunction or causal relationship. It is unknown if the device will be returned. Device involvement cannot be fully assessed without product evaluation and device return. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.